Event description:
Hospital records indicate uneventful evar procedure in 2008 with discharge about 2 days prior. Rehospitalization for suspected bowel obstruction, uti, or diverticulitis occurred about 5 days after procedure. Records indicate that pt had bowel issues prior to evar procedure. Pt underwent bowel/abdominal surgery 2 days later, and had progressively declined. At about 15 days later, a tracheotomy tube was placed. Due to failure to improve, patient's family requested transfer to another hospital about 14 days later. Pt died after transfer from bowel infarction. Date of death still tbd.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's condition (bowel issues prior to evar procedure) may have contributed to event. The device met specifications prior to release.